Event description:
Related manufacturer reference number: 2017865-2021-39787, related manufacturer reference number: 2017865-2021-39792, related manufacturer reference number: 2017865-2021-39795. It was reported that the patient presented for explant of the implantable cardioverter defibrillator, right atrial, and two right ventricular leads, due to bacteremia. Transesophageal echocardiogram showed probable lead vegetations. The were no patient complications. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Correction: b5 and h6.

Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator, right atrial, and two right ventricular leads, due to bacteremia. During the explant procedure, the physician found the lead helix difficult to retract. Transesophageal echocardiogram showed probable lead vegetations. There were no patient complications. Further information was requested but not received.